Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), after successful implant of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. There was no difficulty inserting the sheath and slight resistance was noted upon exiting the sheath with delivery system. As if the sheath tip was tighter than usual. It was noted that the 16fr e-sheath tip looked cracked or ruptured irregularly. There was no withdrawal difficulty noted. Based on preliminary decontamination findings, distal tip torn was noted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner is fully expanded as designed. Scratches noted on the sheath shaft. Distal tip is torn radially along the distal edge of liner. Distal tip is open along the axial score line; stretching noted along the axial score line. Hdpe and soft tip are stretched. Radial and slant score lines are present. Soft tip damage. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''slight resistance was noted upon exiting the sheath with delivery system. As if the sheath tip was tighter than usual. It was noted that the 16fr e-sheath tip looked cracked or ruptured irregularly''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.